Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13856. The patient reported she experienced pocket heating while charging. The patient started she would feel heating after approximately 1 hour of charging and it usually only occurred when her battery was low. The patient did state on one occasion the heating left a red mark on her skin. The patient received a new le charger and stated she no longer experiences pocket heating while charging. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.